Event description:
It was reported that during a da vinci s tubal reanastomosis procedure, while the surgeon was suturing, the tip of the 5mm needle driver instrument broke and fell into the patient. The fragment was retrieved and the planned surgical procedure was completed. No patient harm, adverse events, or injury was reported.

Event description:
Manufacturer's investigational unit confirmed a melted appearance on the screen of the performa meter. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6).